Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were delayed in response after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: pump returned with visible moisture in the display lens. Pump does not power on; no audible or vibratory sounds. The attempt to download the pump history and black box was unsuccessful. The keypad is fully intact; no peeling or damage was observed. Unable to test keypad functions and audio bolus button function due to inability to power on the pump. Pump fails in-house leak test due to crack between upper right corner of the display lens and the case seal. The pump cover was removed; internal moisture was present in pump. Removed the keypad cover; no button contact defects were observed. No contamination was present under the up, down, ok or contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.